Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was provided to the manufacturer through their device tracking system indicating that the patient expired. The cause of expiration was not listed. Approximately 3 days later, the manufacturer received information from the vad coordinator indicating that the patient had a known thrombus in his pump. The lvad was discontinued as compassionate are. No autopsy was completed.

Manufacturer narrative:
A correlation between the device and the reported event could not be determined as the pump was not available for analysis. Although no conclusion could be drawn as to the root cause of the reported event, the device¿s approved labeling lists thrombosis as an adverse event that may be associated with the use of the left ventricular assist system (lvas). A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event.

Manufacturer narrative:
No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The additional information received from the vad coordinator stated that, the patient was transferred to the nursing home and expired. An autopsy was not performed and the pump and system controllers are not returning.

Event description:
Additional information: the intermacs report indicated "pump thrombus".